Event description:
Shock delivered notification was received on the customer support helpline queue. Ems was dispatched. Patient's nurse confirmed patient receiving therapeutic shock. Patient's nurse stated that the patient was in bed sleeping on and off at the time of the event. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.